Manufacturer narrative:
Film evaluation summary: the endoleak source could not be determined from the single returned still image. Lack of complete pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Review of a pre-implant CT-3d film report revealed that the patient had an infrarenal aaa as well as an aneurysmal right common iliac artery and left internal iliac artery. The proximal neck diameter ranged from 24.5 ¿ 25 ¿ 23mm along the 2cm length neck. The 4cm diameter right common iliac artery was aneurysmal the entire length of the rcia, and the iliac arteries were non-tortuous. Complete angiograms during implant were not available for review, and a single still angiogram during implant was returned. The iliac limbs appeared likely crossed within the distal aorta, and both limbs had been placed into the external iliac¿s. On the right side, a single iliac limb was seen placed distally extending ~2cm into the right external iliac, and on the left side two limbs were seen coursing down into the left common iliac artery. Both the right and left internals had been coiled/occluded. Angio injection showed widespread contrast seen outside the stent graft. Contrast was seen within the aaa sac primarily along the right side of the bifurcate from the level of the flow divider down to the gate ring. Contrast was also visualized within both the bypassed aneurysmal right common iliac & right internal iliac, as well as within the bypassed left internal iliac. The exact type and cause of the endoleak reported at final angiogram could not be determined from the films provided. Analysis of the returned pre-implant films did not reveal any anatomical characteristics that could explain the reported event, and as only a single still image was returned lack of additional images including cine¿s during angiograms did not allow for a comprehensive assessment. In addition, endoleak interrogation (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. While a type iii fabric endoleak cannot be ruled out, from the widespread contrast observed this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this possible type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported during the index procedure after the stent graft system was implanted, a final angiogram revealed a type iii endoleak. This was considered to be a type iiib endoleak caused by a pinhole as it occurred at a sharp angle near the 5th stent from the proximal edge. An additional stent graft was implanted to re-align the previously implanted graft and the while endoleak decreased it was not completely resolved. As per the physician, the cause of the event was due to a malfunction of the device. No additional clinical sequalae were reported and the patient is fine.